Event description:
The customer contacted abbott to report two failed calibrations for the axsym rubella igg reagents, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. Abbott reviewed maintenance history with the customer, and the customer was advised to decontaminate the instrument, clean the optic lens and replace and recalibrate the meia lamp and attempt recalibration of the rubella assay. The customer reported recalibration failed after performing recommended maintenance procedures, therefore, the customer was sent a new lot of reagent and calibrators. The customer stated recalibration with the new reagents and calibrators failed again. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.